Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Faulty actuator / skipping gear.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to invacare canada for evaluation. The result of the evaluation was that the actuator was confirmed to be defective. However, the specific defect and underlying cause is unknown.

Event description:
Faulty actuator / skipping gear.